Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did not find any relevant errors; however, it was determined that the surgeon side console¿s (ssc) right high resolution stereo viewer (hrsv) monitor was faulty. Fse replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the hrsv.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the high-resolution stereo viewer's (hrsv) right eye had no image. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer reseated the endoscope, but the issue persisted. The tse had the customer check the vision side cart (vsc) monitor image, which was normal. Afterwards, the tse had the customer power cycle the system, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the intufosun and obtained the following additional information: the customer restarted the system multiple times, but the issue was not resolved. There was no patient injury due to the conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system, where a black screen appeared on the hrsv monitor, replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component issue in the hrsv. This issue can be resolved by replacing the hrsv.

Event description:
Refer to h11 for follow-up information.